Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, right atrial (ra) and right ventricular (rv) lead presented for an in-clinic follow up with complaint of chest pain. The patient was observed to have a perforation and pericardial effusion, however, a perforation was unable to be confirmed with a computerized tomography (CT) scan. Pacing impedance measurements were noted to have decreased from 500 to 260 ohms on the ra lead, however, all other lead measurements were stable and within normal limits. A pericardiocentesis was performed and the fluid was drained. The patient was then transferred to the hospital for a lead revision, however, the pericardial fluid tested positive for infection and the incision on the device pocket appeared infected. A system revision was planned for an unknown date. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service. At this time, no further information is available. Should additional information become available this report will be updated.